Event description:
The customer contact reported the device touchscreen was not responsive. The device was returned to clinical engineering department from an unspecified clinical area. No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond to enter the biomed mode for calibration. No additional info was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing, the device touchscreen did not respond when pressed, the biomed mode could not be accessed to calibrate the device. During further testing at the service center, the device touchscreen passed testing by responding as expected; however, touchscreen button ID: invalid errors were noted in the device history. The probable cause of the nonresponsive touchscreen was due to contamination on the bottom edges of the device touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.